Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effects of death and malfunctions reported in the article are captured under separate medwatch reports. Literature attachment: article title "association of baseline mitral valve area with procedural and clinical outcomes of mitral transcatheter edge-to-edge repair: insights from the ocean-mitral registry" summarized patient outcomes/complications of the mitraclip device were reported in a research article titled ¿association of baseline mitral valve area with procedural and clinical outcomes of mitral transcatheter edge-to-edge repair: insights from the ocean-mitral registry¿. Comorbidities included hypertension, diabetes, atrial fibrillation, heart failure hospitalization, prior coronary revascularization, prior open-heart surgery, stroke. Some of the complications reported included ingle leaflet device attachment (slda), tissue damage, heart failure, prolonged hospitalization, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article title: association of baseline mitral valve area with procedural and clinical outcomes of mitral transcatheter edge-to-edge repair: insights from the ocean-mitral registry.

Event description:
The article "association of baseline mitral valve area with procedural and clinical outcomes of mitral transcatheter edge-to-edge repair: insights from the ocean-mitral registry" was reviewed. The article presented a retrospective multicenter study, to evaluate the association of baseline mitral valve area (mva) with procedural and clinical outcomes in patients undergoing teer with mitraclip from the ocean-mitral registry (optimized catheter valvular intervention-mitral). Devices mentioned include mitraclip. The article concluded that in patients undergoing teer, a small mva <4.0 cm may limit the number of clips implanted and increase the transmitral pressure gradient after teer, but baseline mva was not associated with mitral regurgitation reduction and clinical outcomes. [The primary author and corresponding author was shunsuke kubo at kurashiki central hospital institution with corresponding email daba-kuboshun101@hotmail.co.jp] the time frame of the study was april 2018 to june 2021. A total of 1768 patients were included in this study, of which 1768 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, diabetes, atrial fibrillation, heart failure hospitalization, prior coronary revascularization, prior open-heart surgery, stroke. (B)(6) unk mitraclip: peri- and post-procedural complications included, single leaflet device attachment (slda), tissue damage, heart failure, prolonged hospitalization, death.